Event description:
I had used the medtronic mio diabetes infusion set in the past. I was forced to switch to the medtronic mio advanced and getting the button to click to launch the infusion set does not work. I needed a second person to get the button to click. Medtronic has forced its customers to switch to the advanced set, but the button has serious problems. FDA safety report ID# (B)(4).